Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the ventilator is not booting and the alarm is coming after some time, sowing the unknown device part number in display. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: the ventilator is not booting and the alarm is coming after some time, sowing the unknown divice part number in display. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).